Event description:
We are using new drapes for surgery and water is moving from the sterile field to directly on the patient, causing the patient to become soaked. This is not a sterile barrier. We have been noticing this happening all the time since using the new drapes. This is causing concern because the field is no longer sterile.